Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zmb00 22.5 diopter lens was implanted into the patient's left eye (os) on (B)(6) 2018, but was later explanted on (B)(6) 2018. There was no incision enlargement, no vitrectomy, and one suture was used to seal the wound. Reportedly, there was no patient injury and the patient is doing fine post-operatively. The replacement lens was a non-johnson and johnson lens. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/26/2018. Section h3: device returned to manufacturer: yes. The product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The labeling review was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
After further review, the reason for the explant was not reported in the initial emdr. The reason for the explant was due to halos/glare. No additional information was provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.